Manufacturer narrative:
According to the surgeon, the most likely cause of the event is attributable to antibiotic medication used.

Event description:
The surgeon reports that a pt experienced pain in the early post-operative period after cataract surgery. According to the surgeon, the pt's visual acuity was "counting fingers" one day postoperatively. In addition, the pt was noted to have severe corneal edema, with raised intraocular pressure. The surgeon is certain that the stellaris equipment did not cause the event. The pt has fully recovered.